Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The customer¿s blood glucose level was 232 mg/dl at the time of the incident. Customer did multiple set changes but was still having no delivery issues. Troubleshooting was not completed as the customer declined. The customer thought the pump was over delivering but it turned out they were using a smaller reservoir in a large pump. The insulin pump will not be returned for analysis.